Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. No battery out limit alarm. Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer called reporting a keypad issues on her insulin pump. She said the device alarmed battery out limit, and now the buttons are unresponsive. Customer's exact blood glucose was unknown, but she stated she believes it is in the low 100s mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.